Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead implanted: (B)(6) 2011; 4968-35 lead, implanted: (B)(6) 2011; 6996sq41 lead, implanted: (B)(6) 2011 (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced a confirmed fracture and high lead impedance. It was also reported the right ventricular (rv) lead and left ventricular (lv) lead experienced possible fractures and were "falling apart close to the lead pin." The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.